Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to 3-4 was due to the leaflet hole. The reported unspecified tissue injury associated with the anterior leaflet hole was due to procedural circumstances (clip interacting with patient pathology/ morphology). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report tissue damage. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) and no notable anatomical challenges. During a mitraclip procedure, an xtw was implanted and the device functioned as intended. Leaflet insertion assessment (lia) was satisfactory and the clip was perpendicular to the line of coaptation. All steps were performed per instructions for use (IFU). The mr grade was reduced to grade 1. On, (B)(6) 2023 a partial detachment of the posterior leaflet was noted during a follow-up echocardiogram. The mr was recurrent at grade 3-4. No tissue damage observed. There was no comment on why the partial detachment occurred from the physician. On (B)(6) 2023, second clip intervention was performed to stabilize the partial detachment. The additional clip was implanted successfully. It was noted that a jet was coming from a focal hole that was created on the anterior leaflet. The mr was unchanged at grade 3-4. On (B)(6) 2023, it was confirmed by the physician on transesophageal echocardiogram that the leaflet hole was created by the second clip intervention. The tissue damage occurred during grasping. Both clips remained stable, and there were no adverse patient sequelae. No additional information was provided.